Event description:
The pt experienced an instent restenosis of a cypher stent in the first diagonal branch approximately one year after implant. This was treated with coronary bypass surgery (CABG). Pt with a past medical history of previous coronary angioplasty (ptca), was admitted to the hospital with a chief complaint of unstable angina. The pt was taken to the cardiac cath lab, where angiography revealed an instent restenosis (isr) of a previously placed stent (unknown brand and size) in the first diagonal branch. The lesion was described a moderate (18mm), irregular eccentric, angulated (between 45 and 90 degrees), bifurcating, type b, 90% stenosis. Information regarding the use of anti-thrombins and/or gp2b3a's was not provided. The lesion required double wiring of the bifurcation. The diagonal lesion was predilated with a 2.5 x 15mm balloon inflated to 10 atms.